Event description:
It was reported that a trained physician attempted an arteriotomy closure of the femoral artery using a starclose device after a diagnostic procedure. The vessel locator wings would not stay open. Hemostasis was achieved with manual compression. No additional information available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.